Event description:
The complainant reported one alleged false negative result. The complainant reported that a family member (husband) performed a lucira test with a negative result. The next morning, the complainant retested with an additional lucira test and received a positive result. The individual mentioned being symptomatic. No lucira kit lot number information provided associated with the reported device.

Manufacturer narrative:
Based on investigation of this complaint, no harms reported. A DHR review cannot be completed as lot information was not provided. The review of trending data for the failure mode (false negative) was completed. Based on review of the product's fmeas and risk assessment documentation, false negative test results are a known possible outcome regarding this issue under evaluation, refer to fmea-004. (B)(4). Lucira health will continue to monitor trends related to false negative results in accordance with post-market surveillance process. Additional information: a false negative occurs when a test fails to detect sars-cov-2 when it is present in a sample. Sometimes this happens when there is very little virus present in a sample. The chance of getting a false negative result with the lucira covid-19 check it test kit is low. Based on the limited information available, root cause cannot be determined. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua (B)(4) check-it.